Manufacturer narrative:
Investigation completed 07/24/2017. The device history records review of the vtun lot 010316 did not reveal any anomaly. The batch was released in may 2016. Review of complaint tracking database from january 2013 to june 26, 2017 revealed a total of sixteen ( 16) complaints (including this one) of vtun catheters providing inaccurate icp values. Note: four complaints received in 2015-2016 were from the same hospital in the USA (B)(6) . The complaints were verified in 6 cases, leading to a verified complaint rate of 0.2% (basis of 2,475 vtun. When connected to the cam02 monitor, the received camino-flex catheter displayed the message ¿defective catheter¿. The catheter eeprom was read out and found within specifications. Bridge resistance has been checked and failed, explaining the error message on the monitor. The complaint is verified, the camino-flex catheter is not within specifications, however the investigation does not explain the reported event: the catheter initially worked for 3 days then showed erroneous readings and alarms, so the monitor was turned off; 2 days later the monitor was turned on again and provided correct icp values.

Event description:
The vtun and it2 were inserted on (B)(6) 2017; there were erroneous readings as of (B)(6) night: readings of 50mmhg down to -10mmhg with catheter failure coming up on the cam02 monitor and alarms. The alarm was turned off as it was "annoying" the patient. On the morning of (B)(6) 2017, the camino was turned back on and it had a good waveform. Additional information received on 31may2017 with the following: the patient (age and gender unknown) had the vtun implanted for icp measurement. It was implanted by the surgeon as part of an ongoing product trial where the surgeon was comparing the integra vtun to their existing use of a codman catheter. It was reported that the vtun was 2mmhg below the codman but this was consistent during use and was not a cause for concern for the surgeon. The camino was turned off on (B)(6) 2017 and it was turned back on (B)(6) 2017. There was no patient injury or harm. The patient was monitored by the codman icp catheter and codman monitor while the camino was turned off. Because the use of the camino vtun was concurrent to the codman, there was effectively the codman catheter that was doing the job of icp measurement already. There was no further information known about the patient outcome. Linked to mfg report number: 3006697299-2017-00092.